Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) verified the reported complaint. The central control monitor (ccm) touchscreen was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a small puncture hold on the screen that was allowing fluid in and interfering with the touchscreen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm. Verification/ release testing was performed. The unit operated to the manufacture's specifications.